Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws on device were difficult to open. After each firing, the handle had to be pushed forward to open jaws. The same device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.